Event description:
During a follow up, it was reported that the pacemaker reached the elective replacement indicator (eri) and premature battery was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with the battery at end of life (eol) level. The device image analysis indicated average monthly voltage and current trends were normal. Device output, pacing rate, and stress tests were performed with normal results. Battery assessment was performed and the battery voltage was at eol. Longevity assessment was performed and the device was in the normal range of operation and exceeded the projected longevity.